Event description:
Customer reported that the insulin pump had a blank display, which did not return with a battery change. The blood glucose reading was 168 mg/dl. He stated that the insulin pump did not show signs of physical damage and that it had not been dropped, bumped, or exposed to moisture. He stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Customer was advised to insert a fresh battery and stated that the display did not return. Customer was advised to clean the battery cap and the display did return. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.